Event description:
The reporter stated that a pt had cervical spine fixation procedure for cervical spondylosis. On post operative radiographs, it was observed that screws were backing out of the plate. It is likely that revision surgery will be done to remove the plate. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.